Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated the customer alleged the insulin pump was under delivering and experienced a high blood glucose of 256 mg/dl and 248 mg/dl. Customer was treated with insulin pump. Customer had symptoms such as other dizziness. No harm requiring medical intervention was reported. The reservoir will not be and insulin pump will be returned for analysis.